Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: "robotic assisted gyn oncologist procedures". Event description: complaint 1 of 3: (B)(4) - MFR 2027111 2023 00629. Complaint 2 of 3: (B)(4) - MFR 2027111 2023 00630. Complaint 3 of 3: (B)(4) - MFR 2027111 2023 00631. The rep was informed of 3 cd004 incidents from multiple weeks ago. "They explained when performing robotic assisted gyn oncologist procedures using our inzii 12/15 retrieval bag (cd004) they have noticed vaginal tears. Two weeks ago, they experienced in three separate robotic assisted gyn oncologist cases when using the cd004 after deployment and retrieval through the vagina there were vaginal tears. To repair the tears, they use suture either laparoscopically or vaginally depending on the location of the tear". Additional information was received via email on 13sep2023 from account manager IV, applied medical patient is doing fine. The date of the events were (B)(6) 2023. Lot number for each complaint is unknown. The product is not available for return. When asked a question about if the bag completely fell off or partially slipped off the metal supports, the rep responded that this was not a part of the complaint. The retrieval bag was fully deployed and closed before removal. They stated that vaginal tears occurred during the removal of the retrieval bag. Product not available for return. Additional information was received via microsoft teams on 27sep2023 from clinical development, applied medical "[name] from our team was able to chat with [name] this morning, a trocar was not used and the bag was inserted directly through the vagina. Its safe to say this is off-label usage but not sure about contra indications. We want to talk to a few gyn smes to understand their views on it!" Intervention: "to repair the tears, they use suture either laparoscopically or vaginally depending on the location of the tear". Patient status: patient is doing fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "robotic assisted gyn oncologist procedures." Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The rep was informed of 3 cd004 incidents from multiple weeks ago. "They explained when performing robotic assisted gyn oncologist procedures using our inzii 12/15 retrieval bag (cd004) they have noticed vaginal tears. Two weeks ago, they experienced in three separate robotic assisted gyn oncologist cases when using the cd004 after deployment and retrieval through the vagina there were vaginal tears. To repair the tears, they use suture either laparoscopically or vaginally depending on the location of the tear". Additional information was received via email on 13sep2023 from account manager IV, applied medical. Patient is doing fine. The date of the events were (B)(6) 2023. Lot number for each complaint is unknown. The product is not available for return. When asked a question about if the bag completely fell off or partially slipped off the metal supports, the rep responded that this was not a part of the complaint. The retrieval bag was fully deployed and closed before removal. They stated that vaginal tears occurred during the removal of the retrieval bag. Product not available for return. Additional information was received via microsoft teams on 27sep2023 from clinical development, applied medical "[name] from our team was able to chat with [name] this morning, a trocar was not used and the bag was inserted directly through the vagina. Its safe to say this is off-label usage but not sure about contra indications. We want to talk to a few gyn smes to understand their views on it!" Intervention: "to repair the tears, they use suture either laparoscopically or vaginally depending on the location of the tear." Patient status: patient is doing fine.